Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to heavy calcification of the stenosed native valve. Following the bav, the patient¿s blood pressure dropped steadily and the electrocardiogram (ECG) status worsened. The delivery catheter system (dcs) was inserted into the patient and advanced into deployment position, but the blood pressure continued to decrease. Subsequently, the dcs was retracted from the patient to perform a coronary assessment. Angiography showed an occlusion of the left main artery (lma) and partial occlusion of the right coronary artery (rca). Emergent balloon angioplasty was performed on both the lma and rca which reinstated cardiac perfusion but did not improve cardiac output. The valve was implanted and extracorporeal membrane oxygenation (ECMO) was initiated. Cardiopulmonary resuscitation (CPR) was performed, medication was prescribed, and several defibrillations were administered but were unsuccessful. After approximately fifty minutes, the patient died. It is unknown whether an autopsy was performed.